Event description:
Date of event is unknown. Customer reported tubing leaked somewhere around the drip chamber during infusion on picu pt. No pt harm reported. Although requested, no additional information was available.

Manufacturer narrative:
Manufacture's report date: 03/11/2009. Pt info requested and all available info is included.